Event description:
It was reported that during laparoscopic cholecystectomy procedure the surgeon used two devices during the case that had the same issue. The surgeon fired both devices across the cystic duct and with both of the devices the first three firings were fine. The fourth and fifth firings had malformed clips with clip gap. The clips were not holding the tissue and fell into the patient. They were able to retrieve all of the clips that fell off of the tissue. There was no extra force used for the firings and no noises reported. The surgeon was firing the devices. They used a third device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.